Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery compartment was observed to be cracked. The battery cap was observed to have stripped threads. The battery cap was unable to attach to the pump and maintain electrical connection resulting in power loss and rebooting. A test cap was inserted and the pump was able to exercise for 24 hours without power issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and battery cap was stripped. This report is made based on the results of evaluation.